Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up non-sustained rv oversensing was observed. Investigation showed it was t-wave oversensing and reprogramming was performed. The patient was unharmed by the incident.